Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 summary of event: as originally reported, during an interventional procedure involving the superficial femoral artery, a flexor ansel guiding sheath was difficult to move over an unknown wire guide. Upon return and initial inspection of the device on 16jul2020, it was noted that approximately eighteen centimeters of the inner lining was also returned with the device. Additional information received 12aug2020. Access was obtained in the femoral artery and a contralateral approach was used. The patient had "issues" in the superficial femoral artery; however, the issue was not a chronic total obstruction. Additional information was received 24aug2020. The customer reported observing the inner lining as the sheath was removed over the wire guide. Although the inner lining came out of the end of the sheath, the user confirmed that no additional procedures were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the complaint device was conducted during the investigation. The complaint device was returned to cook for evaluation. Biomatter was present on the device. Physical examination of the returned device showed an approximately 18-centimeter piece of inner liner was also returned. The distal tip of the sheath was noted to be out of round as well, but no other damage was noted. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Evidence from the complaint file, device history record, complaint history, validations, manufacturing documents, and device failure analysis suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in-house or in the field. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be established. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The customer reported observing the inner lining as the sheath was removed over the wire guide. Although the inner lining came out of the end of the sheath, the user confirmed that no additional procedures were required.

Manufacturer narrative:
Occupation: lab manager. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As originally reported, during an interventional procedure involving the superficial femoral artery, a flexor ansel guiding sheath was difficult to move over an unknown wire guide. Upon return and initial inspection of the device on 16jul2020, it was noted that approximately eighteen centimeters of the inner lining was also returned with the device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 12aug2020. Access was obtained in the femoral artery and a contralateral approach was used. The patient had "issues" in the superficial femoral artery; however, the issue was not a chronic total obstruction.